Event description:
On (B)(6) 2012, patient requested assistance lowering the basal rates per his doctor's recommendation and reported he has experienced hypoglycemia in the 30-40 mg/dl range since starting pump therapy 4 years ago. He treats hypoglycemia with glucose tablets. The basal rates were successful decreased from 1.3 to 1.2 units per hour. His normal blood glucose range is 120-150 mg/dl. Patient reported he was asleep approximately 1 year ago, and his wife noticed he was sweating and was unable to wake him. She called the paramedics, and he was treated with a glucose IV and transported to the hospital. He was treated with a glucose IV at the hospital as well and was released after 3 hours. Patient reported he did not check his blood glucose and tends to deliver too much insulin before meals. No allegations were made against the infusion device or related products, and no issues were found during troubleshooting. No product will be returned for evaluation.